Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had some problems with the insulin pump. The customer was having high blood glucose and stated that they were not getting the no deliver alarm from the insulin pump. They had two bent cannulas. The customer reported that they had experienced high blood glucose levels that were over 300 mg/dl, 400 mg/dl, and 500 mg/dl. They treated the high blood glucose with bolus from the insulin pump and manual injections. The customer also reported that they had a 4 inch long air bubble in the tubing. The customer declined troubleshooting. They were advised to follow up with their health care professional. The device was returned for analysis.

Manufacturer narrative:
The device had no unexpected no delivery alarm during testing. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was tested with a water fill test reservoir. No air bubbles anomaly noted. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.